Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on 4/2/2002 and the mesh was implanted. Post-op, the strip passed through the patient's urethra and was calcified there. No further information is available.